Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had an unrelated surgery and did not put the ipg into surgery mode. As a result the ipg is inoperable and stimulation was lost. Troubleshooting was attempted without success. As a result, surgical intervention was taken where the ipg was explanted and replaced. Therapy was restored.